Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far. The setscrew was able to be realigned and re-inserted using a 4 oz-in torque wrench.

Event description:
It was reported the patient experienced a loss of therapeutic effect after a ¿downfall¿ on the back. Less than 50% therapy relief was noted. The lead was ¿dislocated¿ and was therefore replaced. During the procedure, it was not possible to fix the new lead to the existing implantable neurostimulator (ins). The screw of the ins ¿did not fit/may be was broken.¿ as a result, the ins was also replaced. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Explant dates are approximations. Concomitant medical products: product ID neu_unknown_lead, lot# unknown, explanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the event was resolved and a new ins was implanted. The manufacturer representative thought the patient was doing fine because they heard no bad things about the patient or any bad news from the health care provider (hcp). The reason for surgery was a dislocated electrode that may have been because of a downfall backwards of the patient. There were no other issues with the old electrode. The old electrode was removed and a new one was implanted.